Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 7495-66, serial # (B)(4), implanted: (B)(6) 1998, product type extension; product ID 3387-40, lot # l69432, implanted: (B)(6) 1999, product type lead. (B)(4).

Event description:
Additional information stated that the patient had the device "completely explanted." No other information has been reported.

Event description:
It was reported that a patient's system was being explanted due to an "exposed lead to extension connection on the left hemisphere." Further information has been requested. If more information becomes available, a follow up report will be sent.